Manufacturer narrative:
Post-op progress reports revealed no anomalies at the time of the initial surgery ((B)(6) 2011) or during the first visit ((B)(6) 2011). (B)(6) 2011 - second post-op visit. The patients symptoms have worsened. He recently had a fall. He has had three different knee surgeries on the left side. He feels that something is wrong in his back. (B)(6) 2011 - third post-op visit. X-rays revealed the plate had backed out anteriorly. In addition, two caudal screws at the s1 appear to be detached from the construct. The surgeon indicated he would most likely remove the plate and screws. No date for revision surgery has been provided. Multiple attempts to contact the patient have been unsuccessful. Additionally the post-op progress report explained that the screws were positioned horizontal, but free floating, and are not causing any significant vascular threat. An evaluation is not possible at this time. The suspect device and/or a copy of the x-rays have not been provided. Correspondence with the rep indicated films/x-rays are to be expected shortly. Upon receipt of the x-rays or additional information a follow-up submission will be supplied. The alphatec spine anterior lumbar plating system is intended for use as an anteriorly placed supplemental fixation device via the lateral or anterolateral surgical approach above the bifurcation of the great vessel or via the anterior surgical approach, below the bifurcation of the great vessels. The device is intended as a temporary fixation device until fusion is achieved. The alphatec spine anterior lumbar plating system is intended for anterior lumbar spine (li -s1) fixation.

Event description:
X-rays of the patient's lower back were taken during a post-op visit on (B)(6) 2011. It appears that the l4-l5 interbody is equivocally fused. The l5-s1 disc level interbody cage is still in appropriate position. The plate, however, has backed out anteriorly. In addition, two caudal screws at s1 appear to be detached from the construct. The aspida anterior lumbar plating system was originally implanted on (B)(6) 2011. No complications were reported at that time.

Manufacturer narrative:
Alphatec product manager was notified of the revision surgery and was allowed to take a photo of the explanted devices. No additional information was provided at the time nor were the implants released to alphatec.

Manufacturer narrative:
X-rays of the surgical case were received on (B)(4) 2011. A review of the films in conjunction with the operative report was conducted by alphatec. It was reported during the second post-op visit on (B)(6) 2011 that the patients symptoms have worsened. He recently had a fall. He has had three different knee surgeries on the left side. He feels that something is wrong in his back. It was also noted that the patient had not been taking any narcotics at all but nevertheless, has been resorting to other measures to avoid the narcotics. He has a history of alcohol dependence as well. It is unknown if x-rays were taken during the (B)(6) 2011 visit. None have been provided. A review of the x-rays taken during a previous visit on (B)(6) 2011 (nine days post-op) revealed the two screws in the s1 had begun to back-out of the construct. This is not documented in the operative report. It cannot be determined if screw migration occurred due to improper seating of the screws or the patients condition (fall, alcohol, weight or resorting to other measures to avoid the narcotics). The supplied instructions for use (ins-045) provides guidance to aid in preventing these type of occurrences. Warnings: spinal surgery is not recommended for patients with alcohol abuse, morbid obesity, poor bone and muscle quality and/or nerve paralysis. Intraoperative management: the surgeon must take great care to properly position bone screw holes when using the proper drill guide and the self centering awl. Excessive overangulation of hole patterns may prohibit proper seating of the bone screws. Proper screw angulation varies by plate type (lumbar plate, sacral plate). Reference the surgical technique guide for proper screw placement technique. The surgeon must make sure a screw is fully seated, i.e. Completely below the screw retention mechanism, prior to inserting an adjacent screw. If a screw is left partially inserted the screw retention mechanism could become damaged postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development. Postoperative patients should be instructed not to smoke, consume alcohol, or consume non-steroidals and aspirin, as determined by surgeon.